Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he received no delivery alarms during basal or bolus delivery. Customer stated that he had changed the infusion set three times and issue persists. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit. It was stated that when the customer was asked to disconnect, he took the entire set off along with the cannula. Customer was unable to complete troubleshoot as he was at work and did not have another infusion set. Customer wanted to get off the call to get a new infusion set. Customer was advised to call back if issue recurs after connecting new set. Blood glucose value was 280 mg/dl. Nothing further reported.